Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used for a ureteroscopy procedure performed on (B)(6), 2010 (patient weight is unknown). Please reference attached medwatch report number 3005099803-2010-01018 which documents the first device. According to the complainant, the retrieval basket "would not close all the way" during the procedure. It is unknown if a stone was in the device when the malfunction occurred. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.